Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a 44-year-old male patient, the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The device was subjected to extensive testing including defib cycler testing, impedance testing and bench testing without duplicating the report. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.